Event description:
The following has been reported: biomed reported: "cassette misloaded error. One of the valve pins looks like it is bulging out. Attempted to pull logs but pump won't connect. Verified username and password correct in provisioning tool, reset and tried to reprovision pump but pump is now saying "connectivity problem. Check primary server authentication. Have a pump that needs repair. Per the reported problem, customer was unable to pull the logs for this one. " "customer just realized the date/time was wrong, it seems to be provisioning correctly now, will try pulling the logs again." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Upon return, no excessive drag was observed with any of the fva pins when pressed on. A cassette was inserted and the fva was not able to cycle the pins fully. An examination of the fva assembly found the outlet pin was not reaching the flag sensor as it cycled. The pin is visibly lower than the other 2 pins, barely entering the spring cage. The spring that brings the pin to the flag will be replaced.